Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned and analysis was performed with no anomalies found. (B)(4).

Event description:
It was reported that the lead was attempted to be implanted but not used due to the lead being pulled back when withdrawing the sheath. The lead was implanted in the coronary sinus (cs) but kept on pulling back when the sheath was withdrawn. The lead was not replaced; however the physician plans on placing a lead in the cs at a future date. No patient complications have been reported as a result of this event.